Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. No phone number provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen fault.there was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20dec2018. Date of manufacturer: 19dec2018. The following information was inadvertently omitted from the initial report filed 10sep2018: the field service engineer (fse) replaced the touch screen to address the reported problem.